Manufacturer narrative:
Retainer ring=black. Pump passed self test and displacement test. Pump successfully downloaded traces and history file using thump. Pump connected to the minimed mobile app successfully on both android and ios. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken battery tube threads. The p-cap/reservoir does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was unable to pair device. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.